Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's sensor insulin pump displayed a motor error. The patient's blood glucose level was 270mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.

Manufacturer narrative:
The insulin pump passed the displacement test, self-test and off no power test. The motor error alarmed during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform the error test, prime test, excessive no delivery test and occlusion test due to motor error. The insulin pump was received with normal operating current. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.